Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase (ldh) levels greater than 600 u/l since implant along with higher than expected vad parameters. On (B)(6) 2015, the patient's ldh level was found to have elevated to 2200 u/l and the patient was admitted for evaluation for a possible pump exchange. It was reported that the patient did not have hematuria, congestive heart failure symptoms, or end organ abnormalities; however, the patient reported feeling "revving&#55311;f the pump. There were no alarms. An echocardiogram showed a decrease in velocities and worsening diastolic function. A patent foramen ovale was noted. It was reported that the left ventricle was able to be unloaded and the aortic valve was able to close. It was also reported that the patient had some episodes of sub-therapeutic inr which required treatment with lovenox. The patient received a pump exchange on (B)(6)2015 via a subcostal incision without cardiopulmonary bypass. It was reported that thrombus was observed on the inlet stator.

Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned. Examination of the inlet stator upon disassembly of the pump revealed a laminated thrombus formation surrounding the bearing cup as well as the bearing ball of the rotor which was pulled out of its bore upon disassembly. The deposition¿s laminated structure, as well as its areas of denaturation surrounding the bearing ball and bearing cup, indicate that this deposition was present while the pump was supporting the patient. Although a specific cause for the development of this deposition could not conclusively be determined, it would have contributed to the reported elevation in the patient¿s ldh level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported thrombus and increased lactate dehydrogenase levels could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.